Manufacturer narrative:
Batch review performed on 22 february 2019. Lot 124200: (B)(4) items manufactured and released on 19 december 2012. Expiration date: 2023-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain, 5 years and 7 months after primary surgery, caused by a subsided tibial tray. The surgeon plans on revising the tibial tray and poly . More details to follow after the case has been completed.

Manufacturer narrative:
On march 29, 2019 we were informed about the fact that the revision was performed on that same day. The surgeon revised the tibial tray and poly and the surgery was completed successfully.